Event description:
It was reported that pump experienced malfunction alarm with code 24 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump.